Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. Perforation is listed in the dfu as a potential adverse event associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the procedure was treatment for a stricture caused by pancreatic cancer. The patient's anatomy at the target site was noted to be "bending/tortuous." During the procedure, the device was implanted proximal to the treitz ligament. Three days following the stent placement, a perforation was detected near the distal end of the stent. In the physician's assessment, the normal expansion and straightening of the stent following deployment along with the tortuous patient anatomy may have contributed to the perforation. The stent was removed from the patient and the patient underwent a bypass surgery to treat the perforation. The patient is currently under observation. It was noted that the patient condition was not good since before the stent placement procedure.